Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the customer's blood glucose reading was high at the time of admission. Caller stated that the customer's insulin pump was constantly alarming no delivery and her sensor was giving inaccurate readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85171.